Event description:
It was reported that the patient had decreased pain relief. It was indicated that the patient was hospitalized and the pump was replaced. The cause of the event was due to end of battery pump life (eol)/depletion. The patient outcome was reported as recovered without sequelae. The drug delivered via pump was fentanyl.

Manufacturer narrative:
Product ID 8709, lot# j11335r64, implanted: 2002-(B)(6), product type catheter. (B)(4): analysis of the pump revealed a motor gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).